Event description:
It was reported that the implantable pulse generator (ipg) experienced high battery impedance and suspected premature battery depletion. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Eri due to high battery impedance was recorded on 2014-09-27, prior to explant. Ramware version 3 was installed on 2011-03-18. This device was included in that field action, and returned product testing found the device did perform as described in the field action.  (B)(4).